Manufacturer narrative:
The root cause of the leak is attributed to a clot in the line of the #3 position of the rinse block, which was resolved after the fse performed the services. (B)(4).

Event description:
Customer called to report a leak in secondary mode while running controls on the coulter lh500 hematology analyzer. No death or injury is attributed to this event and there was no change to patient treatment. There was no impact to patient results. The operator was wearing gloves, a laboratory coat, and eye protection at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. The field service engineer (fse) observed the issue onsite and noticed that the #3 position on the rinse block had a clot in the line. The fse removed the clot and flushed the line, which resolved the issue. The repair was verified per established procedures and the results met published performance specifications.